Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) /2023. On the same day, it was reported that the patient was getting ready for bed when her dexcom notified her the she was at 60 mg/dl. It was not documented whether the patient had symptoms at this time and no bg was taken. She then drank a glass of orange juice, however instead of the cgm going up, the reading went down to 55 mg/dl. It was not documented whether the patient had symptoms they did not check the bg at this time. The patient then drank a can of coke, but her dexcom still went down to 44 mg/dl. The patient's son transported her to the hospital for evaluation. At 11:19pm, she arrived in the emergency room and had the nurses take her readings via fingerstick which resulted to 300 mg/dl. The cgm egv was not documented at this time. The doctor then gave the patient a nauseous pill which was placed below her tongue to counter the nausea and lightheadedness she was feeling. The doctor also advised her the blood glucose will eventually go down and discharged her. At around 12am, she got home and replaced the sensor and took insulin. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.